Event description:
It was reported that during a da vinci-assisted surgical procedure that the bipolar energy pedal activated on its own. The customer verified nothing was pressing on the pedal by taking it out of the drawer. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed m-12 errors being caused by bipolar pedal. Nothing was sitting on the pedal, and the pedal was not compressed. The fse sat the pedal on the ground, and it continued to cause the error. The fse replaced the bipolar pedal, and the issue resolved. The bipolar pedal was a scrap item and will not be returned back to isi for evaluation.

Manufacturer narrative:
The probable root cause is attributed to the bipolar pedal.

Event description:
Refer to h11 for follow-up information.